Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. The device was not returned.

Event description:
It was reported that the patient experienced pain. The physician decided to remove the device and there have been no reports of further complications regarding this event.